Event description:
The customer reported that the sys displayed an interlock failure error message at power up and that they were unable to use the sys as a result. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. Fuse f10 was replaced. The system was then found to be operating as intended.